Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Date of event is unknown.

Event description:
During testing the autopulse platforms (sn (B)(4)) using the manikin, after pausing the compressions, the autopulse platforms displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message. No patient involvement. Per additional information received from the customer, one of the two platforms was used during the patient call, however, the serial number of the platform is unknown. No additional information is available. No known impact or patient consequence was reported. For autopulse platform sn (B)(4) issue see MFR 3010617000-2020-00099.